Event description:
As reported, the aviator plus device was used as pre-dilation but ruptured within its nominal pressure. The complaint device was removed, and the procedure completed. There was reported injury to the patient. The lesion was the subclavian region. The device was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported, the aviator plus device was used as pre-dilation but ruptured within its nominal pressure. The complaint device was removed, and the procedure completed. There was reported injury to the patient. The lesion was the subclavian region. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82240535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label and hub identification band. The compliance table printed on the box label and packaged with the product illustrates how the balloon diameter increases with increasing pressure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the aviator plus device was used as pre-dilation but ruptured within its nominal pressure. The complaint device was removed, and the procedure completed. There was reported injury to the patient. The lesion was the subclavian region. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.